Event description:
The facility reports the caregiver was moving the pt to the bed when the rear wheel shattered and the the lift started to tip. The caregiver tried to prevent the lift from tipping and while securing the resident. The lift fell on the resident and caregiver.

Event description:
The facility reports the caregiver was moving the pt to the bed when the rear wheel shattered and the lift started to tip. The caregiver tried to prevent the lift from tipping and while securing the resident. The lift fell on the resident and caregiver.